Event description:
During shoulder scope, we attempted to use smith and nephew 50 degree coblation wand twice. Would not work. Had to switch brand of wand and equipment to arthrex. First wand would not register to generator to work. Unplugged wand. Generator box still didn't work. Second wand registered to generator but just wouldn't work.